Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument could not be opened or closed. The grip release sider was hard. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws of the vse instrument were burnt, and the vse instrument was removed. The surgeon tried to open and close the jaws using the grip release slider to remove the burnt parts the grip release slider was stiff to begin with, making it difficult to open the jaws but the customer managed to open them. However, the grip release slider remained fixed, and the jaws would not close. Therefore, a new instrument was used, and the surgery was completed successfully. There were no problems with the new instrument. The issue with the instrument did not occur after a system fault. The jaws were not stuck closed on tissue, was surgeon/or staff able to successfully open the jaws intraoperatively and release the tissue. The jaws were not stuck on tissue when the issue occurred. There was not unexpected tissue removal. There was no bleeding. There are no photographic images of the device or a video recording of the procedure available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The vse instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage on the grip cable or grip ring observed during testing that would have caused the jaws not to open or close. The instrument passed continuity test upon testing. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not directly related to the device.